Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that both lens haptics had pieces torn off and missing. Clear surgical residue/debris on the product. Conclusion -(no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon attempted to insert a 13.2 mm micl 13.2 implantable collamer lens and it tore. No patient contact or injury. Surgery was completed with another lens.